Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported that while using bd phoenix¿ ap contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " it was reported by the customer that the instrument was contaminated. "

Event description:
It was reported that while using bd phoenix¿ ap contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " it was reported by the customer that the instrument was contaminated. "

Manufacturer narrative:
H.6. Investigation: this statement serves to summarize findings on the recent complaint (B)(4) on the instrument 448010 (phoenix ap), serial number (B)(6) where it was reported that the instrument may be contaminated per the customer, the instrument was monitored and did not have any issues. Based upon the information from the customer, the complaint is not confirmed. The ap instrument does not have a service history of these issues at time of this event. However, bd will continue to monitor for complaint trending. The review of the device history record was complete and no issue was seen. A review of past complaints on this product over the past 12 months yielded no trend seen for this issue as of february 2022.